Event description:
Boston scientific received information that this right atrial lead displayed loss of capture and poor sensing. Fluoroscopy was performed where the lead was noted to have dislodged. The patient was seen for a revision procedure where the lead was successfully re-positioned. There were no adverse patient effects reported. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.